Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3057 lot# serial# unknown implanted: explanted: product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient. It was reported that the patient¿s leads came out and they were bleeding a lot. It was indicated that the patient stopped bleeding and was fine at the time of report. The patient had a follow up scheduled the day after report. Additional information was received from a healthcare professional (hcp). The hcp reported that the serial number of the device was unknown. The hcp noted that the cause of the lead coming out was due to the patient playing several rounds of tennis and doing housework. The hcp stated that the leads were removed on (B)(6) 2017.